Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 12mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a laparoscopic cholecystectomy procedure the balloon burst with noise. Upon initial inspection, a portion of the balloon was missing from the trocar. A small bag was received with the remainder of the balloon. A small bag was received with the thread from the distal end of the trocar. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken balloon, the reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-assesed and the investigation summary will be amended as appropriate. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic cholecystectomy procedure the balloon burst and made an audible sound. The physician did not feel any part of the instrument was in contact with the balloon. The balloon pieces were removed from the patients' cavity but some pieces may have remained. It was also reported that there was no delay in procedure time and patient did not experience and adverse event due to this malfunction of the device.